Manufacturer narrative:
The insulin pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device error. The customer's blood glucose was 150mg/dl at the time of call. Trouble shooting was performed and found critical pump error occurred when the device was submerged in water. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.